Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. After the initial mapping and model creation had been performed, the ablation catheter was prepared and introduced into the left ventricle through the transseptal approach. Radiofrequency energy was delivered and then the tachycardia was re-induced so more mapping could be completed. At this point the ablation catheter moved outside of the model and the beginnings of a cardiac tamponade was seen on intracardiac echocardiography (ice). A pericardiocentesis was performed and anticoagulation was reversed. The patient remained in stable condition, so the same ablation catheter was used to complete the remainder of the procedure. The patient remained in stable condition with no further incidents. There were no performance issues with any abbott device.